Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was caught on the latch plate, preventing the siderail from latching. The technician freed the latch and straightened the latch cover to repair the bed. The siderail is latching properly.